Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The lesion being treated was located in the right coronary artery (rca). The physician attempted to place a 4.00x38mm promus element stent, but was unable to deliver the stent to the lesion. The physician attempted to pull the stent back into the non-bsc guide catheter, but was unsuccessful. The physician felt the stent was "practically deployed and came off the balloon". The stent embolized to the femoral artery, was unable to be retrieved, and was left in the patient. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a hemorrhoidectomy procedure, the device cut however did not staple. The surgeon over sewed the staple line. Suture was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Washer uncut the analysis results found that the device arrived in good visual condition with three pre-formed staples present inside the pockets. The breakaway washer was uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (plastic to plastic), staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with the returned washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.